Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the bronchovideoscope had a b30 error-(scope communication error). The event occurred during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection. The following reportable malfunctions were identified during the device evaluation: corrosion on the metal contacts of the unit plug unit caused the b30 image error. Based on the results of the investigation, it is likely the following led to the malfunction: degradation problem identified, and the cause traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.